Event description:
It was reported by the patient's parent that the patient¿s blood glucose elevated at an unknown value while wearing the pod for less than an hour on the irritated skin. The parent reported being unsure if the cannula properly inserted. The cannula was reported to not have deployed, which indicates a failure of the needle mechanism.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.